Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock. Programming adjustments were made and external equipment was exchanged. The issue was not resolved. The patient's device was explanted and the patient was reimplanted with another cochlear device.